Manufacturer narrative:
Unit received with contamination at the connector pins. Unable to perform functional test due to contamination damage. (B)(4).

Event description:
Medtronic received information that lost sensor alarm, no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.